Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced subclavian venous spasm. The right atrial (ra) lead and right ventricular (rv) lead were attempted not used. No further patient complications have been reported as a result of this event.